Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device was warm to touch, overheated, and displayed a s233 (over temperature-psc) malfunction alarm code. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device had multiple s233 (overtemperature-psc) malfunction alarm codes in the device history. Further testing found that the fan did not turn as expected. The fan was not rotating fast enough causing the psc ambient temperature to exceed and the device generated s233 error. The probable cause of the s233 malfunction alarm was a broken device cooling fan. This report represents all the info known by the reporter upon query by hospira personnel.